Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for biliary drainage. Block h11: the axios electrocautery enhanced delivery system was received for analysis. Visual inspection found that the stent fully covered and undeployed. Additionally, the outer sheath was not found twisted after the device was disassembled. Functional inspection was performed by sliding the catheter lock to the right to unlock the catheter, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved down to the second and fourth position, and the stent was deployed. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy as there was no resistance felt during functional inspection related to the deployment. There is no indication of what the customer reported because the stent was able to be deployed without resistance. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the handle was incorrectly rotated as the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct to treat a jaundice during a common bile duct drainage procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange did not open. The device was removed, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU)

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for biliary drainage.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct to treat a jaundice during a common bile duct drainage procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange did not open. The device was removed, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU).